Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2012, this pt underwent endovascular repair of a traumatic aortic rupture using a conformable gore tag thoracic endoprosthesis. The physician first performed a left common carotid artery to left subclavian artery bypass using a 7mm gore propaten graft. Wire access was then gained from the common carotid artery and a 7fr sheath was placed. A pigtail catheter was placed into the ascending aorta. Next, aortic access was achieved from the right side and a 24fr gore dryseal sheath was placed. The ctag device was advanced into position, past the left subclavian artery and close to the left common carotid artery. The distance from left subclavian to left common carotid was 8 to 9mm. The first angiogram appeared to show that the ctag device was too close to the left common carotid artery. Therefore, the graft was pulled distal and into position at the outer curve of the aorta and a second angiogram was performed. Upon deployment, the ctag device moved approx 3 to 4mm proximal. Angiography showed partial to full coverage of the left common carotid artery. Possible coverage of the left common carotid was considered as a possible outcome. Therefore, immediately the physician exchanged the 7fr sheath in the left common carotid artery to an 8fr sheath and placed an abbott absolute pro 10mm x 40mm self expanding stent and restored perfusion in the left common carotid artery. Coil embolization of the left subclavian artery between the ctag device and the anastomosis of gore propaten shunt from the left common carotid artery was then performed. The post-operatively follow-up revealed a stroke on the right cerebral hemisphere in the media region and paraplegia on the left side. The physician does not believe that the stroke is related to the deployment of the ctag device.